Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire while in use. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The technician found evidence of thermal damage to the front and rear enclosures. There was no evidence of thermal damage to the components internal to the device. The manufacturer confirmed the thermal damage was caused by an external source. The device was tested and was found to operate to design specifications. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the fire was caused by an external source.